Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic and at the motor. No constant tone. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that there was a broken seal where the battery goes in the insulin pump. The customer's blood glucose was 12.5 mmol/l at the time of incident. The customer stated that she went to swimming with the insulin pump on and had a crack in it. The customer reported that the insulin pump display went blank right after the insulin pump was exposed to moisture. The customer also reported that the insulin pump was vibrating without any alerts or alarms. Troubleshooting did not occur. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.